Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was chosen for implant using an unknown delivery system. There was sufficient amount of calcium present to allow anchoring of the device. There was no pre-dilation performed. During procedure, at at 80% the valve moved 6-7mm in the non-coronary sinus and around 3mm in the left coronary sinus into the left ventricle. The aorta was quite challenging. As the valve was to deep into the ventricular after the full release, they decided to catch it with a lasso. After several catch and release, the valve move up into the aorta (upper portion to the coronary arteries). A new non-abbott valve was implanted. The physician believed the cause of migration may be oversizing. The patient was reported stable and didn't experienced any adverse event.

Manufacturer narrative:
An event of device migration after several release attempts was reported. Reportedly, the valve was deep into the ventricular after the full release, so the device was snared. Please note that per the instructions for use, artmt600267458-b,"once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage." A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported device migration could not be conclusively determined. The surgical intervention was a result of valve-in-valve implant using non-abbott valve. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was chosen for implant using an unknown delivery system. During procedure, the physician noted that the valve slide into the left ventricle. There was no pre-dilatation performed. As the valve was to deep into the ventricular after the full release, they decided to catch it with a lasso. After several catch and release, the valve move up into the aorta (upper portion to the coronary arteries). A new non-abbott valve was implanted. The patient was reported stable and didn't experienced any adverse event.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.